Manufacturer narrative:
The scale is an optional accessory that is installed onto the lift between the boom and hanger bar. During transfer, the patient is placed into a sling, which is connected to the hanger bar. If the scale hardware detaches, the hanger bar will also be disconnected from the lift. If the patient is being supported within the sling when this occurs, it will likely result in the patient falling. There is no indication that a patient fall occurred during the reported event. The patient weighs approximately 160 pounds, which is below the lift's weight capacity of 450 pounds. The rpl450-1 user manual provides instructions for installation of the scale. It warns, "after any adjustments, repair or service and before use, make sure all attaching hardware is securely tightened; otherwise, injury or damage may occur." The maintenance safety inspection checklist within the manual provides a list of items that should be inspected/adjusted monthly, including all hardware and hanger bar supports on the boom. A product malfunction has not been confirmed. With the limited information available and without inspecting the lift, the cause of the failure is not definitive. However, the described failure is consistent with one that has been previously identified and investigated. It was determined that the root cause of the failure was an inadequate joint design at the hanger bar attachment point. Multiple contributing factors were also noted, including lack of torque specifications during manufacturing and conflicting information in user instructions. Corrective actions were implemented, including a redesign of the joint, updates to the work instructions to specify appropriate torque, updates to user instructions, and working with the scale supplier to redesign the mounting bracket. Note: the manufacturing location of the subject lift is unknown. The current manufacturer is invamex, so their cfn number is being used for the MDR filing. Should additional information become available, a supplemental record will be filed.

Event description:
A nurse at a facility reported that while a patient was being transferred from a bed to a wheelchair using an rpl450-1 lift, the scale hardware kit separated from the main lift bar. The scale hardware kit fell on the patient's chest/lap. No injury was reported. The nurse elected to remain confidential, so no further information can be requested.